Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the observed tissue growth on the proximal end of the inlet tube could not conclusively be determined through this evaluation. The account reported that the patient expired on (B)(6) 2019. The patient¿s outcome was determined to not be device or therapy related. Vad-18714 was returned assembled with the driveline severed approximately 5.5¿ from the pump housing. A distal segment of the driveline adjacent to the metal connector was also returned measuring approximately 32¿ in length. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was returned secured to the inlet tube. The sealed outflow conduit (outlet elbow, sealed outflow graft, and sealed outflow graft bend relief) was returned attached to the pump¿s outlet port. The bend relief collar was properly secured around the graft attachment and bend relief hardware. Of note, the pump was returned within the pump pocket. Visual inspection of the inlet tube revealed tissue growth on the proximal edge. The tissue was well-adhered and although it did appear to partially obstruct the inflow cannula, there was no indication that the tissue had an impact on the flow of blood. A specific cause for the observed tissue growth on the inlet tube could not conclusively be determined through this evaluation; however, no device-related issues were reported. A correlation between the observed tissue growth on the inlet tube and the patient¿s outcome could not be determined. Evaluation of the sealed outflow conduit and the remainder of the sealed inflow conduit revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The heartmate ii lvas IFU lists device thrombosis and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system in section 1, ¿introduction¿. Section 4, ¿system monitor¿ provides an explanation of each pump¿s parameters under ¿clinical screen¿. Section 6, ¿patient care and management¿ under ¿unique treatment options and important clinical considerations¿ outlines indications of pump thrombosis and how to respond to such events. In section 6 under ¿anticoagulation¿ the suggested anticoagulation therapy and inr range during use of the heartmate ii lvas are outlined. This IFU also provides instructions for device implantation including how to properly insert the inflow conduit in section 5, ¿surgical procedures¿ under ¿implant procedures¿: ¿the sealed inflow conduit is placed utilizing left ventricle (lv) apical cannulation with the pump positioned inferior to the diaphragm.¿ while preparing the ventricular apex site, the user is instructed to ¿align the orientation of the coring knife toward the mitral valve. Take care to avoid orienting the inlet towards to the interventricular septum. Pump function will be compromised in the presence of inlet obstruction.¿ additionally, the user should ¿inspect the ventricular chamber for mural thrombi and crossing trabeculae, addressing both as needed.¿ prior to advancing the inlet extension into the left ventricle through the apical sewing ring, the user is instructed to remove the glove tip from the sealed inflow conduit and the centering fixture from the apical sewing ring and to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm for at least 10 seconds and explains that changes in patient conditions can result in low flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient admitted to the hospital with cardiac arrest. The patient's family decided to withdraw care. The customer stated that the patient's death due to cardiac arrest is not related to device.